Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported noticing a big difference between the blood glucose readings versus the sensor glucose readings. Customer stated that they received a false low alarm and the insulin pump suspended however the customer was not low. Customer's blood glucose reading was noted to be 94 mg/dl and the sensor was reading 60 mg/dl. The difference was noted to be nearly thirty six percent. Customer also mentioned that the sensor glucose was not trending in the same direction as the blood glucose readings. Customer's blood glucose reading at the time of the call was 80 mg/dl. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.